Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on and displays the message ¿low battery¿. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged power issue began at 8 am, on (B)(6) 2021. The patient stated that she replaced the battery, and the meter was still showing the ¿low battery¿ message. The patient manages her diabetes with novolog insulin (dose unspecified) and claimed that she decided to wait to take her medication because she was unable to check her blood glucose. During the call back with lfs, around 6 pm that same day, the patient was able to perform a test again and obtained blood glucose readings of ¿600, 598 and 600 mg/dl¿ on the subject device. The patient stated in the call that she was not feeling well and had developed symptoms of ¿headache, chest pain and tired¿. The patient treated herself with 6 units of novolog insulin. At the time of troubleshooting, the customer care agent (cca) noted the subject meter was not being used for the first time and that there was no indication of misuse to the device. The cca walked the patient through resolving the alleged power issue and the alleged issue was resolved. The cca confirmed that the battery did not need replacing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.